Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years 11 months following the implant of this transcatheter bioprosthetic valve, the patient experienced increasing dyspnea on exertion. An increased b-type natriuretic peptide was reported. Transthoracic echocardiogram showed moderate aortic regurgitation. Subsequently, a transesophageal echocardiogram was performed and revealed severe central aortic regurgitation. The patient was to undergo workup for a valve-in-valve procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that prior to the medtronic valve revision, the transcatheter valve appeared constrained by heavy calcification in the root. The leaflets appeared ¿slightly¿ thickened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated imaging identified calcium in the right coronary cusp (rcc), left coronary cusp (lcc), non-coronary cusp (ncc), and under the lcc in the left ventricular outflow tract (lvot). As reported, the sinotubular junction (stj) mean diameter was 23 millimeter (mm); constrained area for the 29mm transcatheter valve. To address the valve issue, medication changes were made. One of the patient¿s diuretics was changed to a different diuretic. An additional potassium sparing diuretic dose was also increased and a sodium-glucose cotransporter 2 (sglt2) inhibitor was started. Approximately 1 year following implant, the patient was hospitalized, and a valve revision occurred. A non-medtronic transcatheter valve was implanted within the medtronic transcatheter valve. Aortography and a transesophageal echocardiogram (tee) following the revision confirmed aortic insufficiency and paravalvular leak (pvl) were not present and the valve was in ¿excellent¿ position. The patient tolerated the procedure ¿well¿ and was discharged home. The event was reported as resolved.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated hospital admission occurred the date of the valve-in-valve procedure and discharge occurred the following day.